Event description:
It was reported that evaluation revealed left ventricular (lv) lead dislodgement. After operation, the patient raised his/her left arm, which may have caused the lead dislodgement. The lv was re-positioned, and remains in use. No patient complications have been reported as a result of this event. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.